Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was 200 mg/dl. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.